Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that vent inoperable, motor fault and transducer fault alarms intermediately on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.